Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow block alarm after new set and reservoir change. The customer reported this event was related to the older event. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed for the alarm. The customer was advised to avoid straining and bending in the tubing. The customer reported that the alarm issue was resolved by changing complete set and reservoir. The customer reported blood glucose of 205 mg/dl during the incident. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.